Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event with a reported blood glucose of 47 mg/dl while using the ilet system, and the caregiver sought guidance on how to handle carbohydrate intake without announcing a meal. Symptoms included neuroglycopenic and autonomic features consistent with hypoglycemia, such as acting abnormally and balance changes. Outcomes included self-treatment with fast-acting carbohydrates and stabilization of blood glucose to 132 mg/dl without ems or hospitalization. Investigation included user troubleshooting and education regarding treatment of hypoglycemia with fast-acting carbohydrates and not announcing corrective carbohydrates into the device. Investigation of this case revealed no device malfunction reported and that user behavior regarding carbohydrate announcements required reinforcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.